Event description:
In 2008, a female was implanted with a gore viabil biliary endoprosthesis to treat an anastomotic stricture, bile duct leak and an operative bile duct injury. The viabil was in place for 68 days before being removed. Within 24 hours after device removal, the patient presented with a major secondary biliary stricture at the lower margin that was due to the oversizing of the viabil. The stricture was resolved by placing a plastic stent initially for 8 weeks. Ten weeks after the removal of the plastic stent, the patient presented with a biliary obstruction. This was treated with another viabil. Further investigation is pending.

Manufacturer narrative:
Gore received additional information for this event in 2009 which changed the reportability from not reportable to reportable. Device evaluation anticipated, but not yet completed.